Event description:
As per e-mail received from the affiliate: forty eight hours post index procedure the pt complained of chest pain in the hospital. Cag was conducted and thrombus was observed in the implanted cypher stent. To treat the thrombus, poba was conducted. The product will not be returned for analysis. The procedure was an elective case the target lesion was at the proximal circumflex. The lesion is described at type b2, de-novo, eccentric, birfurcated, heavily calcified, flexion and 15mm in length. To treat the lesion pre-dilatation was conducted with a 1.5x12mm balloon at 10atm; inflatation time is unknown. A 2.5x18mm cypher stent was deployed at 16atm; inflation time is unknown. Post-dilation was conducted. Timi flow pre and post procedure was I and iii. The residual % of stenosis after the procedure was 0%. Act was not conducted. Anti-platelet therapies pre and post procedure included aspirin 81mg/day, and ticlopidine hydrochloride 200mg/day. Intra procedure medications included also included heparin (8000u) and 50cc of nitroglycerin. Forty-eight hours post index procedure the pt complained of chest pain in the hospital. Cag was conducted and thrombus, poba was conducted. The product will not be returned for analysis. Physician's comment: the cuase of the sat was because the stent was under-dilated due to the heavily calcified lesion.